Event description:
It was reported that the patient underwent right knee replacement surgery in 2009. The surgeon thoroughly irrigated the wound and closed with one type of suture for the capsule, and a second type of suture subcutaneously and staples to the skin. The patient developed infection secondary to the surgery and the next month, the patient underwent another procedure with irrigation and debridement of the right knee, but the surgeon did not remove the prosthesis. It was reported that the developement of the infection and failure to timely remove the knee prosthesis, the patient sustained severe and permanent injuries. No additional information was provided at this time.

Manufacturer narrative:
Infection occurred. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Add'l info: these are two possible devices involved in the event as follows: vicryl (polyglactin 910) suture and ethibond extra & excel polyester suture.